Manufacturer narrative:
Product analysis: the fortrex pta balloon was returned to medtronic investigation lab for evaluation. The device was returned coiled in a biohazard bag. The fortrex balloon catheter was received with a longitudinal tear in the balloon chamber. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the fortrex pta balloon catheter during renal access procedure. There was no leak noted and no luer adapter issue. No resistance was encountered when advancing the device. It was reported that the first balloon was filled to the rated burst pressure of 12 in normal use. When the stenosis was found not to be expanded and continued to expand it was filled to the burst pressure of 6 and the balloon ruptured longitudinally. Replaced with a second balloon of the same product/model and lot number immediately. When the rated burst pressure was 7 it ruptured longitudinally again. The balloon did not fragment when it burst. There was no intervention required to remove the burst balloon from the patient. The burst balloon was retrieved from patient's vessel. The device was intact on removal. There was no vessel damage. The procedure was completed by replacing with another brand of balloon immediately. No patient injury reported.